Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The customer reported the device was not fully reprocessed before returning it to olympus. Based on the results of the investigation, it¿s likely the foreign material remained on the subject device due to the device not being fully reprocessed. The final root cause of this event was unable to be identified. The event can be detected/prevented by following the instructions for use which state: ¿operation manual chapter 3 preparation and inspection. Reprocessing manual 3.5 manual cleaning.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to damage on the knob-wire, forceps raising angle did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the elevator was not holding the accessory properly on the duodenovideoscope. The issue was found during reprocessing. Inspection and testing of the returned device found the forceps elevator had foreign material. There were no reports of patient harm.